Event description:
It was reported a sheath kink occurred. A left atrial appendage (laa) closure procedure was attempted using two 31mm watchman flx laa closure device with delivery system (wds), a watchman truseal access system (was) double curve, and a was anterior curve. During advancement the was double curve became kinked due to the difficult anatomy. The was double curve was exchanged for a was anterior curve and an attempt was made to advance the wds (lot 29871017). The wds (lot 29871017) became kinked when it was unable to be advanced through the was anterior curve and was exchanged for a new wds (lot 30326767). When the closure device was deployed it was observed that the was was kinked and difficulty was encountered recapturing the closure device. The closure device was unable to be fully resheathed within the was and was removed from the patient in a partially deployed state. The procedure was aborted.

Manufacturer narrative:
This report is being filed to correct the model number and catalog number in response to an FDA request.

Event description:
It was reported a sheath kink occurred. A left atrial appendage (laa) closure procedure was attempted using two 31mm watchman flx laa closure device with delivery system (wds), a watchman truseal access system (was) double curve, and a was anterior curve. During advancement the was double curve became kinked due to the difficult anatomy. The was double curve was exchanged for a was anterior curve and an attempt was made to advance the wds (lot 29871017). The wds (lot 29871017) became kinked when it was unable to be advanced through the was anterior curve and was exchanged for a new wds (lot 30326767). When the closure device was deployed it was observed that the was kinked and difficulty was encountered recapturing the closure device. The closure device was unable to be fully resheathed within the was and was removed from the patient in a partially deployed state. The procedure was aborted.